Manufacturer narrative:
Product complaint # ==> (B)(4). This initial MDR is the only report being submitted for MFR report #3008114965-2017-00514. Patient information and initial reporter information requested, but not yet received. (B)(4). (Manufacturing site name): (B)(4). The product will not be returned for analysis however a device history record review is currently being conducted and the results are not yet available.

Event description:
It was reported by a healthcare professional that a revive se (frs21452299/t10093) was used during a thrombectomy procedure to treat an occlusion of the right middle cerebral artery (m1) of the internal carotid artery system and the patient developed an asymptomatic intracranial bleed at the occlusion site within 24 hours of the procedure. The patient has a medical history of stroke and complications of serious hypertension and cardiovascular disorder (atrial fibrillation). The patient has been receiving treatment for cardiovascular disorder (atrial fibrillation). The pre-operative mrs level was 4. On (B)(6) 2016, at 2:30pm, the patient developed an acute stage cerebral infarction caused by an occlusion of the right middle cerebral artery (m1). The patient was sent to the hospital at 3:50pm the same day. The complaint was filed to a revive se (frs21452299/ t10093). At 4:41pm, the patient¿s pre-operative levels reported as: aspects-CT was 7, nihss was 13, tici was 0. The occlusion site was moderately tortuous. The proximal side of the occlusion site was 2.4mm and the distal side was 2mm. The length of the occlusion was 13mm. There was no stenosis at the proximal side of the occlusion. At 4:20pm, t-pa was administered 0.6mg/kg, but no blood flow recovery was observed. The puncture was made at 4:38pm. A guide catheter (9f optzmo, (B)(4)) was inserted at 4:51pm and a microcatheter (rebar, covidien (B)(4)) was inserted at 4:55pm. The revive se was deployed three times in the target lesion and tici 1 was obtained at 5:17pm. Then another thrombus removal device (penumbra, (B)(4)) was deployed three times in the target lesion and tici 2a was obtained at 7:22pm. The procedure was completed and the guiding system was removed at 7:30pm. Immediately following the procedure, nihss was 16 points. Within 24 hours of the procedure, the patient developed an asymptomatic intracranial bleed at the occlusion site. On (B)(6) 2016, the level of aspect-dwi was 11. On (B)(6) 2017, the patient recovered from the asymptomatic intracranial bleed and aspect-CT was 9. On (B)(6) 2016, the patient¿s mrs level was 5.

Manufacturer narrative:
(B)(4). This final MDR will be the only report submitted for MFR report #3008114965-2017-00514. Conclusion: on (B)(6) 2017, the patient recovered from the asymptomatic intracranial bleed and aspect-CT was 9. On (B)(6) 2016, the patient¿s mrs level was 5. Hemorrhage and stroke are known potential complications associated with the revive se. The root cause of the event could not be determined; however, patient medical history and pharmacologic factors may have contributed to the event. The patient had presented with neurological symptoms and received thrombolytic treatment during the procedure which could increase the likelihood of developing hemorrhagic transformation. Literature review found that hemorrhagic transformation, which refers to a spectrum of ischemia-related brain hemorrhage, is a frequent spontaneous complication of ischemic stroke that is especially common after thrombolytic therapy. The incidence of spontaneous hemorrhagic transformation ranges from 38% to 71% in autopsy studies and from 13% to 43% in CT studies. Based on the information, the event could not be confirmed. The product was not returned for analysis; however, a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. There is no current safety signal identified related to the reported event based on review of complaint history for the device. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Manufacturer narrative:
(B)(4). This follow-up MDR will be the only report submitted for MFR report #3008114965-2017-00514. Additional information received on (B)(6) 2018: the puncture time was 4:38pm. Guiding catheters (9f optzmo, tokai medical and fubuki, asahi intecc) were inserted at 4:52pm, and a microcatheter (rebar, covidien japan) was inserted at 4:55pm. The revive se was deployed three times in the target lesion and obtained tici level 1 at 5:17pm. The revive se was used with another thrombus removal device (penumbra, medicos hirata) together and was deployed once. Next, a penumbra was deployed three times in the target lesion and obtained tici level 2a at 7:22pm. The procedure was completed and the guiding system was removed at 7:30pm. Immediately after the procedure, nihss was 16 points. Within 24 hours after the procedure, the patient developed asymptomatic intracranial bleeding in the occluded region. On (B)(6), 2016, the patient's aspect-dwi level was 11. The patient recovered from the asymptomatic intracranial bleeding on (B)(6) 2016. On (B)(6) 2016, the patient's aspect-CT level was 9. The patient's mrs level was 5 on (B)(6) 2016.